Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the stent would not deploy and that the stent may have been fractured. There was no reported consequence or impact to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. It was reported that there was a malfunction of the device. However, the correct device deficiency has not been reported and is unknown. The evaluation of the returned sample confirmed the failure to advance the guide wire. At the proximal end of the delivery system adhesive residues were found inside the guide wire lumen leading to a local inner diameter reduction and subsequent guide wire advancement difficulties. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. As a result of the investigation performed the complaint is confirmed for failure to advance over guide wire. As no device defect or deficiency has occurred, which may have led or contributed to a serious injury or reportable malfunction, this event is considered no longer MDR reportable. The IFU states: "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used."

Event description:
It was reported that there was a malfunction of the device. However, the correct device deficiency is unknown. There was no reported consequence or impact to the patient. During evaluation of the returned device, a guide wire lumen occlusion was detected.